Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep manually exercised collimator blades, applied a small amount of white lithium grease to drive screws. The rep rebooted system 5 times, initialization completed each time. The issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that this system gave initializing collimator error while performing planned maintenance (pm). There was no patient involved.